Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). Programming changes were made, but the device was explanted and replaced in an upgrade procedure on (B)(6) 2022. Post-procedure there were no patient consequences.